Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 the patient presented with a non-st elevated myocardial infarction (nstemi). A 4x23mm and 4x18mm xience sierra stent were implanted. On (B)(6) 2020 the patient was re-hospitalized with ventricular tachycardia and other cardiovascular symptoms. Restoration of cardiac rhythm procedure was performed; however, the final patient outcome is unknown. There was no additional information provided.